Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "right side rupture." Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Visual analysis of the photos identified: rupture: not is possible observer through the photos provided. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: yellow particles on the surface of the shell.

Event description:
Healthcare professional reported a "right side rupture." The device has been explanted and replaced.